Manufacturer narrative:
No device malfunction occurred. The fse tested the system and found it alarming appropriately. A review of the logs show that a brady alarm occurred for the patient in room 2 on (B)(6) 2018 at 01:53 which was silenced by the user at the monitor. This is considered user alarm handling. The customer decided that their alarm volume was not sufficient and had the volume adjusted/increased to level "9".

Event description:
The customer reported that they did not get an alarm for the patient in room 2 on (B)(6) 2018 around 01:50. The patient expired.